Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 220 mg/dl. The customer's mother was advised to call us with the device so that we can troubleshoot thoroughly. The customer was advised that we would send out battery cap and call us back in order troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.